Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The chronic total occlusion target lesion was located in the non tortuous and mildly calcified right iliac artery. Upon advancing the 7fr non bsc sheath into the right femoral artery, it was caught in the stent strut of an unspecified stent that was implanted in october in the right iliac artery. The stent was damaged and the blood flow was impeded, causing the blood flow to stop in the iliac artery. Left femoral access was obtained through an unspecified sheath. Then a .014 unspecified guide wire was advanced to the right iliac artery. Subsequently, a 7mm x 20mm sterling balloon catheter was advanced through the damaged stent strut. The balloon was inflated; causing the stent to fracture and the stent was pushed to the side of the vessel, which caused a vessel dissection. However, the inflation of the balloon created a lumen in the vessel again and flow was restored to the right leg of the patient. The procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).